Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of (B)(4) clinical study. On (B)(6) 2012, the patient underwent her second bronchial thermoplasty (bt) treatment to the left lower lobe. The procedure was successfully completed with no issues noted. This complaint is being reported based on hospitalization of the patient for the event of atelectasis post bt procedure. On (B)(6) 2012, the patient experienced the event of wheeze. Following the bt procedure, the patient developed a wheeze. She was prescribed albuterol nebulizer treatments, and the event resolved on (B)(6) 2012. There were no hospitalizations or emergency room (ER) visits associated with this event. On (B)(6) 2012, the patient experienced the event of atelectasis. Following the bt procedure, the patient complained of pain in her mid-sternum area with cough and deep breaths. Furthermore, her fev1 was not at 80%. According to the physician, the patient became ''acutely bronchospastic and unresponsive to her nebulizer treatments.'' She was subsequently hospitalized and administered intravenous steroids including magnesium sulfate (2 g) and solu-medrol (125 mg). Following steroid treatment, the patient showed improvement in her respiratory status. A chest radiograph confirmed a partial segmental collapse of her left lower lobe. The patient remained afebrile and was not treated for pneumonia. On (B)(6) 2012, a chest radiograph demonstrated some progression of the left lower lobe consolidation. In the physician's assessment, the consolidation ''was less likely a developing pneumonia and more likely secondary to local inflammation as well as possible scant bleeding versus edema.'' On (B)(6) 2012, the event resolved and the patient was discharged from the hospital. There were no ER visits associated with this event. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.02l; fev1 % predicted: 71.38; fvc: 3.56l; fvc % predicted: 110.90. Post-bronchodilator: fev1: 2.03l; fev1 % predicted: 71.73; fvc: 3.51l; fvc % predicted: 109.35.

Manufacturer narrative:
(B)(6). The patient event of atelectasis. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.